Event description:
The pt's mother reported that the pod was activated at 2:16 pm on (B)(6) 2012. At 2:55 pm, her son took a 0.65 unit bolus for 16 grams of carbohydrate. At 3:32 pm, his blood glucose measured "high" (>500 mg/dl). He was taken to the emergency room. At 3:44 pm, another 0.85 unit bolus was given and another 22 g of carbohydrate consumed. At 4:30, his bg again read "high". He was given a 1.55 unit bolus and placed on IV fluid. At 4:50 pm, he had another 20 g of carbohydrate and 0.25 unit bolus. At 4:55 pm, with bg still reading "high" he was given another 0.25 unit bolus. By 5:23 pm, his bg had decreased to 488 mg/dl and another 0.25 units were bolused. His bg measured 363 mg/dl at 6:24 pm, 295 mg/dl at 7:30 pm, 253 mg/dl at 8:14 pm and 217 mg/dl at 8:30 pm. He was then discharged. The mother was reporting from pdm history, as she wasn't present during the event. She estimated the timing for when he was actually taken to the ER.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia. No product lot number was reported, therefore no qualification record review could be performed. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."